Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The upstream occlusion alarms were reproduced and confirmed through evaluation. This condition was determined to have been caused by low upstream sensor readings with a fluid filled set, due to a failed upstream sensor. The upstream sensor was replaced.

Event description:
During baxter's functionality testing, a spectrum pump had false upstream occlusion alarms. There was no patient involvement.